Event description:
Additional information was received indicating a field service was performed and the doc and doc holster were replaced to resolve the issue. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The issue of smoking was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported serial number revealed there is no indication of a serial number specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. One doc, serial number 20615289, was received for evaluation. A visual inspection of the returned unit indicated scrapes on the outside of the unit. The orange optic fiber is severely crushed in two locations and appears to have been pinched between the two halves of the doc holster when it fell and was severely damaged as well. Due to the concern that the doc may damage test equipment, the doc was not tested. The bottom housing was removed and one of the screw ports is broken. There are no signs of smoke with the returned unit. No smell of smoke and the inside of the doc shows no signs of smoke residue. The pcb was observed and showed no signs of shorts or burning had occurred. The reported smoking issue could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the doc has smoked and the doc holster is defective on the optis integrated next system. There was no patient involvement. No additional information was provided.